Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the front response button cable was damaged and the plug was pulled from the connector on ca board. The cause of the non-functional response buttons is the damaged cable. The root cause of the cracked cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.